Manufacturer narrative:
The evaluation of one actual sample was completed. A visual inspection with the naked eye noted a cracked main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was cracked. The cracked twist clamp occurred during use for peritoneal dialysis therapy. The transfer set had been in use for seven days. To resolve the issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.